Event description:
Following an unrelated procedure, the device entered backup vvi (bvvi) due to event queue overflow. Due to the device being in bvvi mode, the device delivered inappropriate shocks. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.